Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under the key contacts.

Event description:
The reporter contacted animas to report that the keypad buttons were requiring several button presses to activate the desired pump functions. The reporter stated there was no physical damage to the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.